Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in the germany. During the survey, a mortality was reported to have occurred. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. A post-market clinical follow-up (pmcf) survey was conducted for neuroform ez (device number unknown ¿ quantity 16), and responses (double blinded) from physicians was received on 11september 2024. The clinical specialists involved in the survey were from china, france, germany and united states. For neuroform ez the following complications were reported: all-cause mortality, allergic reactions, hemorrhagic events. In-stent thrombosis. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. The risk of the patient death patient harm is documented in the neuroform ez dfu, as a potential adverse event which can occur as a result of these type of procedures. There was no indication of device malfunction or failure, therefore an assignable cause of anticipated procedural complication will be assigned to the reported patient death.

Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in the germany. During the survey, a mortality was reported to have occurred. No further information is available.

Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in the germany. During the survey, a mortality was reported to have occurred. No further information is available. Additional information obtained on 02 feb 2025 stated that after reviewing the case, it is confirmed that there is no correlation between the reported event and any patient death. No patient has passed away in relation to this matter.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event b2 outcomes attributed to ae - corrected - no death b5 executive summary - updated section h1 type of reportable event - corrected - no death h6 clinical signs code, health impact code, device code grid, conclusion code - corrected the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.